Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of the batches provided. No root cause can be determined. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with leakage due to connection defect. The following information was provided by the initial reporter, translated from japanese to english: when confirming flash back, blood leaked. Customer found connection defect.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9137627. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-17. Medical device lot #: 9130913. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with leakage due to connection defect. The following information was provided by the initial reporter, translated from (B)(6) to english: when confirming flash back, blood leaked. Customer found connection defect.